Event description:
It was reported that immediately following the trial procedure, the patient woke up in severe pain down the right leg. The patient had a lead pull and was doing well postoperatively. The explanted device was disposed per facility policy.